Manufacturer narrative:
Corrections: please refer to sections d4 (catalog number, lot number, gtin number). The reported event could not be confirmed, since the device was returned and is fully functional. The device inspection revealed the following: both screws which were returned are inserted into the plate and can not be taken out. However, one of the two screws (1000346368) is not "blocked", since it can still turn within the plate. The screw is locked but is not blocked. The video provided by the surgeon confirms the event. This is probably due to the deformation of the threads below the head of the screw. The second screw (1000349272 - the device of this complaint) is locked and blocked, so the event reported can not be confirmed for this implant. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "when screwing in a 2.7 dr screw, it did not block and could be turned. Replacement was available.". Additional information: "yes, it has been pre-drilled. The bone quality was very poor.". Surgical delay of 2 minutes not longer. No other consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when screwing in a 2.7 dr screw, it did not block and could be turned. Replacement was available." Additional information: "yes, it has been pre-drilled. The bone quality was very poor." Surgical delay of 2 minutes not longer. No other consequences reported.